Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed but the root cause could not be determined. Two photographs of a 20 ga miniloc infusion set were returned for evaluation. An initial visual observation of each photograph showed no obvious blood use residues throughout the miniloc infusion set. The miniloc was observed to have the clamp engaged along the extension tube and the safety mechanism engaged over the needle tip. The clear, outer piece of the safety mechanism appeared to be detached and just proximal from the yellow and orange portion of the safety mechanism. The yellow and orange portion of the safety mechanism appeared completely advanced over the needle tip; however, full safety engagement of the needle could not be determined from the returned photographs. While the safety mechanism was observed to be damaged, no details of the damage could be discerned. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported ¿when opening the package, it was noticed that the needle safety device was disconnected, which is normally fitted for use, so it was not possible to use this unit. The problem occurred with only one unit." No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received, the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, ¿when opening the package. It was noticed, that the needle safety device was disconnected, which is normally fitted for use. So, it was not possible to use this unit. The problem occurred with only one unit". No other information was provided.